Event description:
It was reported that patient received a notifier for non sustained lead noise. Interrogation showed a mismatch on the near field and the far field channel resulting in the non sustained lead noise trigger. Device was reprogrammed and remains implanted.